Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt mentioned the controller had been acting up really badly for the past couple of months and the pt said all they got was the "looking for device" screen and the controller would never go to the home screen. Pt mentioned something about having to unplug the recharger antenna (rtm) to check on the battery status. Pt said the controller had also gone blank/unresponsive at one point in time and the pt was charging the implanted neurostimulator(ins) another time when the controller froze. Pt said they "were hurting really bad". Pt said when the controller froze and went blank/unresponsive, they reset the controller and put aa batteries into the controller and the controller came back on. Pt said they were surprised the controller screen was on this morning because "it had been on all night." The patient did not have their recharger telemetry module (rtm), so they called back with the rtm and reported they don't see any damage on it. They said its been getting hot on the paddle. Pt says when they go to use controller the screen will go blank or wont connect to device wirel essly and then their neuropathy was bad the other day and were in a lot of pain yesterday because their implant was depleted. Pt has another controller and rtm, so they tried the other rtm and it worked to charge ins with excellent quality. A replacement recharger telemetry module (rtm) was sent out. Pt called back and said they got a new rtm cord that charges their body but when they go to unlock their controller they get no device found, pt reset the controller but that did not resolve the issue. During call pt verified they were using the new rtm and the pt attempted to recharge the ins. The pt was recharging the ins at excellent the ins was at 100%. The pt stopped the charge and locked the controller. Pt unlocked the controller with no rtm plugged into the controller and they got no device found. A replacement controller was sent out.